Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/09/2020.

Event description:
The customer reported that the screen was found off center and orange during preventative maintenance. There was no patient involvement. Technical support advised the customer to calibrate the touchscreen. The customer reported that calibrating the touchscreen resolved the problem.